Event description:
It was reported that during a revision of a gastric band to a roux- en -y procedure the device was used with a gold reload. The staples were malformed staples. The surgeon and rep spoke stating that it was possible that the staples were malformed due to the surgeon firing the device across the first staple line of the lts60a. The surgeon decided to changed from a roux- en -y procedure to partial gastrectomy procedure due to the length of time the patient was under anesthesia and the device performance. The surgeon pulled another device to trim the pouch. A leak test was performed and there were no bubbles seen. The case was completed with no further patient consequence. The patient is doing well. The device was discarded. (B)(6).

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2010, the lay user/patient's mother contacted lifescan (lfs) alleging that the patient's onetouch ultramini meter was prompting an "ER 1" message. Per the onetouch ultramini owner's booklet, this error message appears when there is a problem with the meter. The complaint was classified based on the customer care advocate (cca) documentation. The patient's mother reported that the alleged error message began to appear on the evening of (B)(6) 2010. The cca noted that the patient manages his diabetes with insulin (self adjuster). The reporter denied that the patient took any action regarding his diabetes management as a result of the alleged issue. Later on that evening, 2 hours after the issue began, the patient's mother stated that the patient developed symptoms and obtained a reading of "19 mg/dl" on another device. The patient reportedly treated himself with food and/or drink. Replacement products were sent to the patient. This complaint is being reported because the patient claims he was unable to test his blood glucose due to the reported issue and reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
The lay user/patient's product(s) has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case failed testing. The meter was found to have pcb contamination . If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.